Event description:
Patient was in the clinic on (B)(6), 2014 for week 13 follow up apt. After viewing the x-ray it was determined that there was a protrusion of the im nail. Surgeon scheduled a revision surgery for the patient on friday, (B)(6), 2014 where he will remove the im nail hardware and implant a dhs screw and plate.

Manufacturer narrative:
Evaluaton summary: a review of the device history revealed no discrepancies in material and manufacturing. The exact cause of the event could not be determined as the end cap was not returned for investigation. No non-conformity was identified. Device will not be returned.